Event description:
The facility reports as the pt was being transferred with the lift, the right wheel stopped turing and the lift stopped suddently. The carer tried pulling back and forth motion and opened the base of the lifter to release the castor. The castor was stuck under the cover and would not turn. The castor was finally released manually. The nurse suffered discomfort to the right shoulder and lower back and felt sick the following day.